Event description:
It was reported that patients stimulation was too strong and not helping with the pain. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts